Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 2.496 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was sent to the hospital the day prior because she felt as if the pump wasn¿t working. The patient was in the hospital on (B)(6) 2017 at which time the pump logs were read and nothing was seen indicating an issue with the pump just normal logs. The patient felt that she was in withdrawals; she reported having the shakes and was vomiting. The patient also reported increased pain, but the hcp was lowering the patient¿s dose as well. The symptoms initially started gradually in early november, but over the last 6 days they had suddenly gotten worse.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-jan-2017 and it was reported that the pump seemed to be working but the physicians decided to do a dye study to access the catheter and see if there were any issue with it. A CT of the spine was done and the catheter seemed to be in the same place it was implanted. The dye study was planned, but not yet scheduled. They planned to discharge the patient and not keep her overnight. The patient was still feeling withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In (B)(4) 2017 the pump was explanted; "the tip or something came out". Per the patient ¿it was pretty bad¿. The patient is ¿okay¿. The patient had five back surgeries and could not have surgery any more. The patient wanted the pump implanted again. No symptoms reported.